Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.conclusion: the plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion. This cause was confirmed by a materials analysis which concluded that the device fractured in fast propagation.

Event description:
It was reported that during the surgery the cervical cage was broken. The surgeon was able to retrieve the cervical cage without any complication or surgery delay.

Event description:
It was reported that during the surgery the cervical cage was broken. The surgeon was able to retrieve the cervical cage without any complication or surgery delay.